Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred during bolus delivery. Additionally, the pump was exposed to water three days prior from the malfunction. Customer's blood glucose (bg) level was over 400 mg/dl. Bg was addressed with a manual injection. Reportedly, the customer had manual injections as alternate insulin therapy.